Manufacturer narrative:
Philips service realigned/reinstalled the part and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the equipment shut down suddenly during unknown use on an allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.